Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. The swollen battery was identified during visual inspection. The cause of the condition was undetermined. To correct the condition, the battery was replaced. The device was restored to functional specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. There was no report of patient involvement. No additional information is available.